Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they wanted to start using the insulin pump again after 10 years. The customer inserted a battery but the insulin pump would not exit the prime/rewind loop. The customer removed the battery and tried several times but the insulin pump did not exit the prime/rewind loop. Customer's blood glucose level was not reported. The device was not returned.